Manufacturer narrative:
Additional information: explant date and device available for evaluation? The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Correction: evaluation codes. The external visual inspection revealed the electrode was sliced at the fantail, severed near the fantail region and severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires between the sliced and severed portions of the fantail. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The scanning electron microscopy analysis of the fantail region where the breaks were observed during the photographic imaging inspection confirmed broken electrodes. The reported complaint of open electrodes and sound quality issues could only be partially verified during this analysis, which was limited in some respects due to the electrode being sliced and severed prior to receipt. Broken electrode wires observed in the fantail region can be attributed to the reported complaints. This is the final report.

Event description:
The recipient is reportedly experiencing open electrodes and poor performance. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrodes at the fantail. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.